Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the day of treatment confirmed the treatment was aborted after the warning message displayed. The message indicates that the user pressed the right footswitch to turn off the vacuum. The treatment was restarted and finished without problems. All the other treatments on that day were finished successfully without interruption or any problems. No technical root cause of device was detectable. No technical root cause was identified as the system was operating within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A (B)(4) reported a suction break 63% into treatment after creating the canal of the left eye. Additional information received states the procedure was completed without complication.